Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the automated impella controller (aic) displayed "system self-check failure" when it was turned on. There was no reported patient harm.

Manufacturer narrative:
The investigation into the reported aic - system self-check error has been completed since the original report was filed. Data analysis: directly after pm there was epm communication issues resulting in a sw watchdog reboot. This did not fix the failure and the console entered system self-check failure mode ((B)(6)) confirming the complaint seen in the field. Device analysis: the failure mode was reproduced in fs. System software was reinstalled and the console was able to boot up as expected. Root cause: the cause of the aic issue was firmware corruption.